Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of a device. The visual inspection of the photo revealed that the sutures on both devices had broken. As no sealed samples were received, a tensile strength test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a cesarean section, while doing a continuous stitch on the uterine serosa, the thread of one device broke and the needle and thread of the absorbable suture's line broke 15 minutes into the procedure. The doctors were using the suture on the patient's uterine serous layer and the needle was in the tissue but the line broke off and they could not locate the needle inside the womb. They had to remove the suture from the muscles, remove the needle, and then re-stitch the uterus, thus extending the time of the entire operation for 30 minutes or more. The patient is alive with no injury.